Event description:
It was alleged that, "in 2008, the patient underwent hip replacement surgery." It was further alleged that, "the product has caused her much pain, constant swelling and has caused her to incur large sums of money for therapy and medical bills and has affected the quality of her life."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.